Manufacturer narrative:
(B)(4). Additional analysis information: received visao drill for evaluation by the engineering group. The condition of the device showed corrosion in the nose section. The drill was connected to the console and operated at default speed. The drill functioned normally but had excessive noise. Based on the above observations: the underlying cause cannot be determined based solely on the evaluation results. The unit was released to service and repair for processing. Service and repair findings reported on initial regulatory report.

Event description:
It was reported that the device was ¿heating up excessively during clinical use¿. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Product evaluation: in service and repair a pre-repair temperature test was performed, and after running the device for 1 minute the results are as follows: nose ¿ 153 degrees f, middle ¿ 116 degrees f, and, rear - 86 degrees f. The motor/cable, nose, housing and bearings were replaced due to corrosion. Unit was repaired, cleaned, tested and passed to manufacturing specifications.